Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer indicates that the unit is up to date on the pms. Vyaire medical suspected that the board in charge of the alarms is causing the issue. This would be the power board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with the laptop 1150 ventilator in which a vent inop (inoperable) alarm comes on when the unit is off and comes back on a few seconds after the reset/silence button is hit. The alarm silence works fine for all other alarms. The only way to turn the alarm off is to disconnect the power pack. Furthermore, there was no information regarding patient associated with the event.